Manufacturer narrative:
The valve remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the mechanisms listed above, patient factors (valvular calcification) may have contributed to the symptoms of fatigue, anemia and the worsening pvl 3 months post valve implant and subsequent re-dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, three months post deployment of a 23mm sapien 3 ultra valve, the valve was re-dilated due to worsening paravalvular leak (pvl). During a transfemoral tavr procedure, a 23mm sapien 3 ultra valve was implanted in the aortic position. Post valve implant, the paravalvular leak (pvl) was assessed as mild. The patient was in stable condition at the time of discharge. Over time, the patient developed symptoms of fatigue and became anemic. A surface echo indicated the pvl was mild-moderate. Approximately 3 months post implant, a tee was performed and indicated the pvl was still present. The decision was made to re-dilate the valve. The valve was re-dilated with a 23mm commander delivery system, reducing the pvl to mild. A pvl jet well outside of the sapien 3 utlra valve was still present. A procedure to place a plug will be scheduled for a future date. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.